Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias and an umbilical hernia. It was reported that after a robotic procedure where this device was implanted, the patient experienced mesh failure, recurrence, and adhesions. Treatment includes a revision procedure one year after original implant. During the revision, bilateral hernias were noted, as well as a large cord lipoma, adhesions in the preperitoneal space, and a mass of balled-up mesh in the preperitoneal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias and an umbilical hernia. It was reported that after the implant, the patient experienced recurrence, adhesions, mesh failure, mesh migration in the preperitoneum, and larger cord lipoma. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.